Event description:
According to the reporter, during a gastric bypass procedure, the device was reticulated (bent) and stuck to patient. Assistant had to mess around with the stapler inside the patient to finally straighten it. Patient is doing fine. No adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler was reticulated (bent) and would not straighten out. The stapler became stuck in the patient. The assistant had to mess around with the stapler inside the patient to finally get it to straighten.